Event description:
It was reported that the catheter had a break/cut at the lumbar site. The pt experienced severe back pain. The pump contained hydromorphone - 30.0 mg/ml at 1.442 mg/day and baclofen compound - 200.0 mcg/ml in simple continuous infusion mode. Per the reporter: "accident cut as it enters through l/s. Severe ddd and progressive scoliosis". The catheter was repositioned, the pt recovered without sequela.